Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on one lead. Surgical intervention was undertaken wherein it was discovered that both leads had migrated [related manufacturer reference number: 1627487-2025-03832] due to the ipg being loose in the pocket [related manufacturer reference number: 1627487-2025-06001]. Both leads were explanted and replaced during the procedure.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.